Event description:
It was reported that the patient presented to the clinic when impedance measurements were out of range. Lead insulation damage was suspected. X-ray revealed that there was no insulation breach seen. The physician opted to program off the svc coil. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.